Manufacturer narrative:
Additional information: d9, g1, g3, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a fluid leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak remains unknown.

Event description:
During an atrial fibrillation ablation procedure, a blood leak occurred. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The transseptal puncture was performed and the sheath was inserted into the left atrium. Once the wire and dilator were removed, a non-abbott mapping catheter (octaray) was placed into the left atrium for mapping. Almost immediately, it was noted that blood was leaking past the hemostasis valve. Adjustments were made to the sheath and the mapping catheter, but the leaking persisted. The sheath was replaced and the case was completed with no adverse consequences to the patient.